Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for less than an hour both the needle and the cannula had not deployed upon initial activation. The patient removed the pod. The pod will not be returned as it has been discarded.